Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316 lot #: 18086905 description: next generation anchor kit sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness and leakage at the ipg site. The physician could not determine if the infection was caused by the device. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.